Event description:
It was reported that patient underwent revision procedure from a partial knee to a total knee on (B)(6) 2012. The patient was revised due to loosening. During implantation of the total knee, the tibial guide resection level was found to be 14mm when it should have been at 10mm. The procedure was completed using other instrumentation that was on hand.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number ten states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2012-01542 / 01545).